Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated. At the previous follow-up, one year prior, the device had an estimated remaining longevity of two years. Premature battery depletion was suspected. Boston scientific technical services (ts) was consulted and device replacement was recommended. This ICD remains in service. No adverse patient effects were reported.